Event description:
Pt reported that after riding a horse, there was a "black blot" on the infusion device display. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. Infusion device was thoroughly evaluated. The display had a black spot, and this might lead to misinterpretation of insulin amounts. The damage was caused by mechanical impact. As the problem reported by the pt was related to a handling issue, no corrective or preventative actions will be initiated.